Event description:
It was reported that the mega needle driver instrument had a wires at the distal end broken. There was nothing reported to have fallen into the patient. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported broken wire, however, for clarification the damaged instrument component was a frayed grip cable. Based on this clarification, the customer reported complaint is confirmed. Grip cable is frayed at the distal idler pulley. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. Additional finding: derailed grip cable. The same frayed cable is derailed at the distal idler pulley. Grips can still open and close, but movement may not be precise. Cable derailment is likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may contribute to derailment. No other damage found.